Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 : reference manufacturer report: 1627487-2018-02559. It was reported the patient did not have effective coverage with no reported falls or trauma. The patient had surgery for lead revision. During surgery x-rays taken confirmed the right supraorbital lead had migrated. The doctor moved the lead and coverage was restored post-operatively.